Event description:
It was reported that, "dr. Put the gamma nail into the canal like normal and was adjusting the device to line up the lag hole in the nail with the femoral head and it broke in half. The piece with nail holding screw and nail were still in the pt. He grabbed it and pulled it out and we switched back to the regular gamma3 targeter and the case went fine with no issues. We try to get the surgeons to not hit on them and use the impactor and most are finally doing so. The plus targeter that we used that broke has been hit on multiple times. It has visual defects on it where a mallet has struck it."

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.